Event description:
During a cardiac catheterization, a 4fr infinit jl 4 catheter "snapped" into two separate pieces at about one inch above the hub level. The fracture occurred during torquing of the unit. The catheter piece that remained in the patient protruded about an inch above the sheath. The physician "grabbed" the catheter and sheath and pulled them out simultaneously. The catheter was removed in its entirety.